Event description:
This patient reported while having an MRI procedure, the noise that was transmitted was higher than on previous scans. During the scan, he reports he experienced tinnitus and that the tinnitus has persisted subsequently a month later.